Event description:
No blood glucose levels reported. It was reported that the customer had difficulties with the vibration feature of the insulin pump. No additional information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Pump does not vibrate when vibrator motor is activated due to broken black vibrator motor wire. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).